Event description:
On (B)(6) 2009, the patient reported experiencing air bubbles in her insulin cartridges. She stated that she allows insulin to reach room temperature prior to use and she attaches the adapter and infusion to the cartridge prior to insertion in the infusion device. She was educated on priming the infusion set. She stated that after priming, the air bubbles were still present in the insulin cartridge. She declined further assistance with removing the air bubbles stating that she did not want to waste insulin. A request for additional training was submitted. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.